Manufacturer narrative:
Samples were not available for return. Troubleshooting performed included replacing the sample probe and performing reproducibility testing and results were as expected. The field service engineer identified vibration was occurring on the vertical axis of the sample arm and this was resolved by swapping the driver and indexer cards. The arms were lubricated. The sample and stat syringe valves were replaced and the loose connection of the tubing on the sample syringe and the sample probe connector were tightened. Aspiration tests on both wash zones passed. The reagent 1 and reagent 2 probes were calibrated. Labeling in the architect system operations manual provides troubleshooting assistance for erratic results and describes operational precautions and limitations. The architect toxo-g assay package insert provides information for specimen collection and analysis, preparation for analysis, limitations of the toxo-g procedure, and expected values. A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. Based on the available information, a deficiency in the system was not identified.

Event description:
The customer stated a false reactive result was generated on the architect toxo igg assay. A patient generated a reactive result of 4 iu/ml but upon retest a negative result of 0 iu/ml was obtained. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4): false positive result. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.